Manufacturer narrative:
(B)(4). The pipeline flex was returned for evaluation without the catheter. As received, the pipeline flex was not attached to its pushwire and the pipeline flex braid was found fully opened with damage at both ends. Additionally, per the customer's photo, the pipeline flex distal section was not completely open while the middle and proximal sections were not open. Based on analysis findings and the customer¿s photo, the complaint of pipeline flex failure to open was confirmed. Additionally, the pipeline flex was found fully opened with damaged braid at both ends; the cause for damage could not be determined. All products are 100% inspected for damage and irregularities during manufacture. It is possible that the patient's tortuous anatomy may have contributed to the reported issues. Per the pipeline flex instruction for use: ¿do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿

Event description:
Medtronic received report that a pipeline flex did not open during flow diversion procedure. The patient was being treated for an unruptured, saccular aneurysm in the right ophthalmic internal carotid artery (ica). The aneurysm was not previously coiled, max diameter was 1mm, neck width was 5mm. Landing zone artery size was 4.6mm proximal and 3.5mm distal. The vessel was moderately tortuous. A continuous heparinized saline flush was used during the procedure. The pipeline flex was deployed using a combination of pushing the delivery wire and unsheathing. The distal end of the pipeline flex did not open. The device was resheathed with a normal amount of friction. At re-deployment. The distal part (first few mm) opened and the remainder did not. The pipeline flex was resheathed into the microcatheter (headway 27) a couple of times and re-deployed with the same result. The pipeline flex was resheathed into the microcatheter and removed from the patient. After removal, the pipeline flex was deployed on the table with the same result. The procedure was completed using a different flow diverter (terumo). The patient is currently fine. There was no report of patient injury as a result of this event.